Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, at the moment of putting the lens in the injector, the haptic breaks. The patient remains aphakic. Additional information was requested.

Manufacturer narrative:
This product malfunction and adverse event was originally reported as an expedited report. New information has been provided which prompts an updated expedited report to provide the additional information. The updated information (product malfunction and adverse event) will now be reported via MDR guidance document and exemption no.1-iol-e1996004 as there was no adverse event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the initial procedure was completed with another iol, with no complications. The patient was not left aphakic as initially reported.

Manufacturer narrative:
It was identified the value of b1 was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).